Event description:
I noticed I've developed pain in my abdominal area and ovaries, bruising around arms, stomach and legs at random times, I have developed polyps in my uterus, heavy menstrual cycles, weight fluctuations, hair loss, what feels like early menopause, depression/mood swings. Blood clots, numbing of legs, vitamin d deficiency and back pain.